Event description:
According to the literature, a retrospective study aimed to explore associations between patient and operative factors, and readmission rates in patients who underwent excisional hemorrhoidectomy between 2012 and 2020. Ligasure was primarily used, with a competitor device used in 7 patients. There were 370 patients in the study and postoperative complications included bleeding. Readmissions and reoperation was required to resolve the issue.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument, (lot #unknown) author: lauren a. Siggins title: risk factors for readmission in excisional hemorrhoidectomy at a tertiary teaching center source: https://doi.org/10.1016/j.jss.2024.02.013 publication date: 16 february 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.